Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was evidence of the reported issue found in the event history log, ehl. Three separate delivery accuracy tests were performed to investigate the reported issue and it was not confirmed. The pump was found to be within manufacturing specifications. No actions for the issue.

Event description:
It was reported that a smiths medical pump fails accuracy -6.25%.no adverse patient effects were reported.